Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Child patient prompt with adult pad pak fitted. No patient involved.

Manufacturer narrative:
The device history records for the sam 500p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 500p passed ¿out qat from heartsine technologies on the (B)(6) 2015. During the investigation, the device was found to be giving incorrect child patient prompts with an adult pad-pak installed, this would confirm the reported fault. During and after the test therapy sequence the device then got stuck in adult patient mode. The measurements taken would indicate a failure of the reed switch (sw1). Information from the technical log shows the device powered up in child patient mode on 2 occasions on the (B)(6) 2018. The fault was reported around this date, this would indicate that the fault was detected at this time. The reed switch was replaced and the device power cycled multiple times with both an adult pad-pak and paediatric-pak. The device gave adult voice prompts with the adult pad-pak installed and child voice prompts with the pedi-pak installed. As detailed in the report the device was capable of delivering therapy, however, the shock energy may have been reduced if the device had incorrectly powered up in child patient mode for higher impedance patients. In addition, the ability of the device to detect patient impedance <74 would have been compromised. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Event description:
Child patient prompt with adult pad pak fitted. No patient involved.